Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a review of the black box could not confirm that the time and date had reset to default settings. The black box showed an unexplained reboot occurred on (B)(6) 2017 at 00:04; when the pump was powered back on, the time and date were incorrectly set to (B)(6) 2007 00:08 and deliveries resumed. A manual time change was made later from (B)(6) 2007 23:29 to (B)(6) 2017 23:42. An unexplained reboot occurred on (B)(6) 2017 09:01 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed.

Event description:
On 2/6/2017, the reporter contacted animas and alleged that when the battery is removed for less than 12 hours, the time/date goes to default. The patient had a blood glucose (bg) of 524 mg/dl with moderate ketones, polydipsia, polyuria, nausea, vomiting and difficulty waking up. The patient received telephone advice from a hcp, self-treated with an insulin injection, and discontinued pump therapy. The time/date is not reported as this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported as the patient experienced hyperglycemia related to not verifying the time.